Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The operator attempted to charge the defibrillator to deliver a shock and the device allegedly lost power prior to reaching a full charge. A backup defibrillator was immediately available and used with no other problems reported.the pt was transported to a local hosp. Resuscitation was stopped at the hosp. The pt's outcome was not reported.